Event description:
On (B)(6) 2025 the user reported that after restarting the ilet device, alert 38 (motor stall) reoccurred, and insulin delivery stopped. The user experienced hyperglycemia with bg at 305 mg/dl for approximately 16 hours and administered 10 units of humalog as back-up therapy. No hospitalization or medical treatment was required, and the user reported feeling okay afterward. No lasting effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.